Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni. Device product code - ni. Expiration date - ni. Unique identifier (UDI) # - ni. Date implanted - ni. Date explanted - ni. Initial reporter- this article was written by amish a. Naik, md, phd, and steven a. Lietman, md manufacture date ¿ ni.

Event description:
One obese patient identified in the article who was in the ss group underwent a revision due to catastrophic failure and fracture of the implant at the base of the stem. The failed implant was replaced with an identical short-stem implant without the need for additional bony fixation.